Event description:
On 2/11/99 successful ptca with stents placed to right coronary artery. On 2/12/99 successful ptca to 2 coronary arteries. Angioplasty balloon lodged in mid left circumflex and unable to remove. Catheter withdrawn and balloon separated, leaving the tip of the balloon in the mid left circumflex artery. Another stent placed in the proximal circumflex through the first one to secure retained balloon material. Drop in hematocrit from 50% to 30% due to bleeding in groins. 2/13/99 CABG x2, aortic exploration, attempted removal of foreign body. Subsequently cardiovascular status improved, pulmonary status worsened resulting in ards. Pulmonary status improved but pt suddenly became somnolent, bradycardic and suffered respiratory arrest and death which occurred on 2/26/99.